Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient had a loss of therapy and has not been getting pain relief for a couple of months (confirmed as starting in 2018). The patient confirmed that it was possible that it was because the battery is 7 years old. It was noted that the patient was just given the controller recently, but the implantable neurostimulator was implanted in 2011. During troubleshooting, the patient synched the patient programmer to the implantable neurostimulator and it was determined that the patient programmer was showing that the stimulation was off at 2.40 volts. The patient had an unrelated surgery in (B)(6) 2018 and then in (B)(6) or (B)(6) 2018 they fixed an unrelated aneurysm. The patient also had an unrelated radiation treatment in (B)(6) or (B)(6) 2018. Any of these things could have caused the stimulation to turn off. During troubleshooting, the patient was able to turn stimulation back on successfully and the patient lowered the stimulation to 2.30 volts. There were no further complications reported or anticipated.